Event description:
It was reported that during and unknown surgical procedure, it was observed that the attachment device had "trouble with drill bit going in" and was making a "grinding sound like metal on metal." There was a five minute delay in the surgical procedure. A spare device was available for use. There was no injury, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device was found to have vibration. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.